Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. There were no trauma/falls reported that could be related to this issue. Symptoms reported were a loss of symptom relief. Event date was in (B)(6) 2015. Patient reports that she thinks her ins (stimulator) "needs some adjusting" and that it wasn't working as well as it used to for the last 2-3 months. Patient does not have hcp (healthcare provider). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient later reported that a fall was the circumstance that led to the loss of symptom relief. An appointment was scheduled with a urologist that specialized in the manufacturer. The loss of symptom relief had not been resolved.